Event description:
The jig from the ncb tray had 2 fragments break off. The jig was removed from the field along with the 2 fragments. For open reduction and internal fixation (orif) femur fracture. Identified prior to surgery.